Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the black closure tab was broken off of the cubie, unable to close and release. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the black closure tab was broken off of the cubie, unable to close and release. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was broken. A field service engineer (fse) removed the damaged cubie pocket in hardware test application (hta) and rebooted the station, but drawer 4.1 was not detected on the bus. The station was powered down, and the back panel was removed and fse replaced the drawer controller board for drawers 4.1 and 4.2, and retractor and the pyxibus controller board. After reassembling and powering on, the drawers were configured and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.